Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of a measurement anomaly was confirmed in the laboratory via programmer printout. Visual inspection noted a missing a-ring contract spring which prevented proper contact between the a-ring connector block and lead electrode. The cause of the missing spring was a manufacturing anomaly.

Event description:
It was reported that during attempted implant, measurements could not be obtained through the atrial lead when both leads were connected to the device. The device was replaced.